Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient needed a readjustment. The patient had erroneous stimulation in their legs. The spinal cord stimulation was in the patient's legs as opposed to the back which it was last month. The patient had uncomfortable stimulation. The outcome was resolved without sequelae. Interventions included reprogramming and administering medications. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. Relevant medical history included: non-malignant pain, failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.